Manufacturer narrative:
Device not returned.

Event description:
It was reported that after wearing the pump clipped to clothes while sleeping, the pump touchscreen was found to be cracked. Although the pump was functional, the display was unreadable. Customer's blood glucose was not impacted. Reportedly, customer reverted to using another pump for insulin therapy.